Manufacturer narrative:
The reported event of ¿tip ignited a small flame when the device was deactivated¿ is inconclusive. The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these devices should be inspected before use. Visually examine the devices for obvious physical damage and do not use if found: cracked, broken or otherwise distorted plastic parts; broken or significantly bent handle, shaft or connector contacts. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5155709. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The 134006, pencil,abc,bend-a-beam,6" long was being used on (B)(6) 2024 and was reported as ¿the tip of the conmed argon beam coagulator bend a beam handpiece ignited a small flame after the device was deactivated. No harm occurred.¿. The maude report states this was a product problem not an adverse event. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.